Event description:
Customer reported that the insulin pump alarmed button error. Customer had gone to the gym; device was possibly exposed to sweat. Blood glucose value was 52 mmol/l; treated by eating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.